Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an ECG equipment malfunction during operational testing. The customer changed the cables but the problem remains. There was no reported patient or user involvement and no adverse patient/user impact.